Event description:
It was reported that the communicator showed a yellow call doctor icon, had no lights on, was not connecting and had a burning smell. The patient does not have the communicator power cord. There were no storms or power outages reported. The communicator or the power cord has a burning smell. There was no physical damage or bodily reported. A boston scientific company representative opted to send the communicator and the equipment. The communicator is no longer in service. No adverse patient effects were reported.